Event description:
Patient with a closed trimalleolar ankle fracture scheduled for open reduction internal fixation. During the operative procedure one of the 2.0 mm drill bits broke and was lodged in the tibia. Due to the location of the drill bit it was determined removal would result in further damage to the bone and the bit was left in the patient.